Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 18692115.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed and were not returned.